Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the electrode belt ECG "c&d" cable being severed, damaging wires at the distribution node (dn) connector. The root cause for severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.